Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 12 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt returned and the recent CT demonstrated that there was a distal type I endoleak and a kink in the iliac stent graft at the contralateral gate. (MFR report # 2953200-2009-00724) the physician placed an aneurx stent graft and the kinked area was reopened. The physician attempted with a second aneurx stent graft to repair the distal type I endoleak, however, due to the vessel morphology of severe calcification and scar tissue throughout the vessels, the device could not be advanced. Upon removal of the stent graft there was a kink in the delivery catheter. The delivery catheter was discarded, the physician used another MFR's stent graft distally and the type I endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: severe calcification and scar tissue in the vessel. Conclusions: severe calcification and scar tissue in the vessel.